Event description:
Procedure: wedge resection. Reportedly, during the procedure the staples did not close the lung parenchyma. There was an incomplete anastomosis. To correct the condition a comparable was used to correct the tissue.

Manufacturer narrative:
Date of initial report : 06/29/2006.